Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The probable cause for the iipv was determined to be insufficient drain- false empty detect at initial drain (I-drain). Device met specifications relative to iipv in the logs. This issue is being investigated through CAPA.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 1. The patient's ultrafiltration (uf) reading was 1719 ml, indicating the home patient (hp) drained 1719 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was approximately 3719 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Probable cause: insufficient drain- false empty detect at initial drain and I-drain alarm volume was met. Reference master complaint (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.